Event description:
The reporter indicated that on (B)(6)2022 a 12.6mm, vicmo12.6, -11.00 diopter, implantable collamer lens was found broken before opening the vial, there was no patient contact. A replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event was unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Per updated information when the doctor loaded the lens under microscope, surgeon found the lens was broken. Claim # (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue, in microcentrifuge vial. Visual inspection found no visible damage to lens. Residue was observed on lens h6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).